Event description:
During an atrial fibrillation procedure, an air leak occurred. After placing the sheath, prior to catheter insertion and transseptal needle placement, air was aspirated into the syringe that connects to the extension port of the sheath. Several aspirations were attempted but the issue persisted. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.